Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
The patient reported that they went to their primary doctor because their blood glucose (bg) level was at 54 mg/dl. The pod was worn for 4 to 24 hours on the abdomen. The doctor called an ambulance and when they arrived at the hospital the bg level was at 44 mg/dl. Patient was there treated with dextro's (sugar water) and zofran for the nausea.